Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during follow up, the physician was unable to interrogate the device with two different programmers. The device currently remains in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device indicated shorting/low impedance in an integrated circuit.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.